Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, several episodes of automated mode switch (ams) were noted due to noise on the atrial lead. Lead provocative testing reproduced the noise episodes. The device was reprogrammed and the patient was stable with no consequences.